Event description:
It was reported that there was no power malfunction and connecting issue with tc201. It was furthermore indicated that this issue was identified prior medical procedure, the procedure was completed successfully and there were no adverse consequences for the patient, but the surgery was delayed by more than 60 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).